Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead demonstrated a progressive rise in thresholds which were described as elevated. Variability in threshold measurements was also observed. No action was taken and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.